Manufacturer narrative:
The technician disconnected the left head side rail and found fluid in the connector. The technician cleaned the connector to repair the bed.

Event description:
The technician indicated when the head up function switch was pressed the hi/low would rise.